Event description:
The customer was hospitalized for diabetic ketoacidosis on two occasions. The customer stated, that she changed the infusion set both times when she experienced high blood glucose levels. Troubleshooting was performed and insulin pump failed the lead screw test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.